Event description:
Patient reported both cadd legacy pumps alarm no disposable with remodulin cassette. Stated cassette had been infusing for almost 48 hours. Replacement sent. No further details provided. No injury.